Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 8042b, bi-ventricular implantable pulse generator, 2003 (B)(6); 5076-52, implantable pacing lead, 2003 (B)(6); 5076-45, implantable pacing lead, 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced "sharp stabbing pains in my heart region." The patient also stated that the "left lead never worked. They turned it off the day after I got the device." Follow up was unsuccessful in obtaining any additional information. The device remains in use. No further patient complications have been reported as a result of this event.